Manufacturer narrative:
Evaluation complete - final report.

Event description:
Pt was seen in the office after two home pregnancy tests were positive. A random urine collected in the office was run twice on the hcg urine plus testpack for negative results each time. A serum sample was then drawn and sent to the reference lab for quantitative testing for a result=352 mlu/ml. The reference lab method is unk. The account states that upon clinical exam, the pt was determined to be about 5-6 weeks pregnant. The account states that urine and serum samples have been discarded. The pt was being seen for a diagnosis of pregnancy. No report of injury.